Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The philips sales representative reported to philips that etco2 was not functioning. There was no reported patient involvement / adverse patient impact.